Event description:
Pt was prepped for an extra capsular procedure. The cortex got sucked into the irrigation port and would not release. A capsular tear resulted which required an anterior vitrectomy. The pt is doing well. This type of malfunction occurred three other times. There were no injuries in any of these incidents. The facility will not be filing a medwatch report.